Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional tricuspid regurgitation (tr), atrial fibrillation and restricted septal leaflet for a triclip procedure. During the procedure, imaging was suboptimal. One triclip was successfully implanted. An attempt to deploy a second triclip was aborted due to continued imaging challenges and grasping issues. While retracting the triclip delivery system (tcds) into the triclip steerable guide catheter (tsgc), the clip was found to be affixed to the guide catheter¿s soft tip. Troubleshooting was attempted but unsuccessful. A sheath was introduced, and the free arm of the clip was secured with a snare. The clip was then unlocked and released. Partial opening of the clip was achieved by pulling the snare, allowing separation from the guide tip. A second snare was used to successfully retrieve the clip into the sheath. The tr was reduced to grade 3 post procedure. There was no clinically significant delay or adverse patient effects.

Manufacturer narrative:
The device was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All information was investigated and based on the information provided a cause for the reported difficult remove the cds from the sgc resulting in clip opened while locked cannot be determined. It is possible that it was related to user technique; however, this cannot be confirmed. Image resolution poor is related to procedural conditions as imaging was reported to be suboptimal. Positioning failure associated with leaflet grasping is related to patient conditions (restricted septal leaflet). Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.